Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act button dome switch. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
The customer's parent reported that the insulin pump buttons did not respond properly and that it sometimes resulted in missed boluses. No blood glucose reading was given but it was reported that it was high. No significant events leading to the issue were recalled. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.